Manufacturer narrative:
During a phone conversation with (B)(4) informed ventlab that this product did not fail but that he filed a medwatch form because they were not notified on the change that was made to this product.

Event description:
.